Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-op refraction. It was stated that the visual goal was ''plano'' and the patient outcome was +1.50 diopter; she was unable to tolerate the hyperopic outcome. To explant the iol the incision had to be enlarged. Another lens of the same type was implanted during the same procedure.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was received cut in two parts, which is a condition consistent with a lens that has been explanted from the patient's eye. Loose particles were observed on the lens optic body compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected (the zmb00 lens incorporates a diffractive ring design with squared posterior edge designed).these rings were observed in the complaint unit. This indicated that the lens is a zmb00 model. The optical diopter measurement could not be performed due to the condition of the lens received (cut in 2 parts). However, the lens diopter result obtained from the stored data in miq (measurement iol quality) system verified that serial number (B)(4)corresponded to a 14.0 diopter, as it was indicated in the miq report. A review of the manufacturing records showed no deviations or nonconformities. Based on the documents reviewed (line clearance, quantity process) and report of the electronic diopter results, it was confirmed that there is no deviation or any non-conformity throughout the process in miq area. The production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.